Event description:
It was reported that patient underwent a total hip arthroplasty in 2008. Subsequently, patient was revised on (B)(6) 2013 due to a periprosthetic fracture. The modular head, liner and femoral stem were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.